Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the hard disk was defective. To resolve the issue, the fse replaced the hard disk, and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.